Event description:
During the procedure, the surgeon inserted the laparoscopic morcellator into abdominal port hole and noticed the blade was out when the instrument was in the closed position. The instrument was removed from the field, and a 2nd instrument was obtained and utilized without issue. It is unknown if the 2nd morcellator was of the same or different lot.